Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 a patient result, s. Aureus, was misidentified as s. Epidermidis. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-106 (catalog number 448606) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 a patient result, s. Aureus, was misidentified as s. Epidermidis. No health impact or consequence reported.